Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was provided a replacement device.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of event, there was no patient involvement.